Event description:
Customer reported, "on march 9th one of our physicians was removing a sebaceous cyst. While she was suturing up the subcutaneous layer, the needle of the suture broke. We were unable to locate the needle in the tissue, but it was seen in the fat with an x-ray. Consequently, the pt left the hospital with the needle in her subcutaneous tissue of her chest wall."

Manufacturer narrative:
Reference MFR complaint #mt1998-4-17-127. The actural sample was returned and found under 80x magnification to have deep marks on the needle surface, at the fracture site, which manufacturing feels weakened the needle to the point of breaking. Retained samples were tested for brittleness and none broke. Tinius olsen testing was within the expected guidelines. The lot history was unremarkable. This appears to be a case of the user mishandling the needle during suturing, which resulted in the reported breakage. No further action necessary.